Event description:
Additional information received indicated that the clinic has made several attempts to have the patient come in for additional disk analysis or to schedule a device replacement. The patient missed the last scheduled appointment and has refused any attempt to come into the clinic or schedule a replacement. The physician and the patient are aware and have documented that therapy cannot be guaranteed, as additional disk analysis can not been performed, without the patient being seen in the clinic. The patient reportedly wants to wait until (B)(6) to schedule a device explant. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service. No adverse patient effects were reported. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a product performance anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.